Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer alleged that the pump bolus calculations were incorrect. Reportedly, the pump had recently calculated a bolus size of 97 units. Additionally, the customer reported inputting a carbohydrates (carbs) value of 5 grams and a blood glucose (bg) value of 156 (mg/dl), and a bolus of 5 units had been calculated with insulin on board (iob). Reportedly, the customer believes the recommended bolus size was incorrect. Review of the pump data logs by tandem technical support showed that the customer's personal profile settings contained inconsistent correction factors and carbohydrate ratios that could lead to the calculation of large bolus sizes. The customer was unsure of the reason that the profile settings were incorrect. Additionally, the customer reported deleting the personal profile and creating a new one with the same settings, and confirmed that the bolus sizes were being calculated accurately. Although requested, no further information was provided on the event. The customer's blood glucose level was approximately 200 mg/dl.